Event description:
After the physician installed the artisan extend catheter on the hansen robotic system, the system accepted the artisan installation and performed catheter initialization. During the initialization, the physician heard a strange nose and checked the artisan placed into the pt using the fluoroscope. Artisan extend catheter exhibited an unusual 30 degree distal bend. The physician disconnected the artisan from the system and removed the artisan manually from the pt without issue. With the artisan outside the pt, the artisan inner guide exhibited an unusual 30 degree bend. The physician has confirmed that the incident resulted in no pt injury.

Manufacturer narrative:
Review of returned catheter and the system log file indicate that the error most likely occurred if the catheter guide was not fully latched onto the system. Mechanically there was nothing found wrong with the catheter and it met all specs during MFR. A lot history record review was performed and there were no issues or observations with this lot. All devices were 100% visually and functionally tested prior to final release.